Manufacturer narrative:
The insulin pump received with blank display due battery tube not properly plugged in to interface board. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states the pump had scratches to the lcd screen that prevented the customer from reading pump. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.